Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device began to vibrate, the screen went blank, and the buttons were non-responsive after the infusion device was dropped into water. No adverse event was reported. The alleged product was requested for evaluation.